Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient's mother to reset the device on (B)(6) 2014. Dexcom has issued an rga for patient to return the device to be investigated. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and the usb was found to be broken as well as damaged usb interface. The usb connector is damaged and the gen4 receiver main board connector j3 is disconnected from the pcb. Functional testing was attempted, however, device would not turn on.